Event description:
It was reported that the right ventricular (rv) lead showed intermittent post pace t-wave oversensing (twos). Reprogramming was performed and the rv lead remains in use. It was also reported that the patient experienced phrenic stimulation from the left ventricular (lv) lead. The capture management was programmed off and output was lowered. The lv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694758, lead, implanted (B)(6) 2003; 5076-52, lead, implanted (B)(6) 2014. (B)(4).